Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen of the insulin ump went blank after a battery change. He also reported receiving a battery out limit alarm. The blood glucose reading was 360 mg/dl. Customer treated with manual injection. He stated that the insulin pump had a minor crack and had been dropped in the sink and that a little water got onto it. He stated that the contacts on the battery cap were not missing or damaged and that the battery compartment was not damaged or corroded. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube and battery cap contacts. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. No traces of moisture were noted at the electronic, motor or keypad assemblies per visual inspection.